Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased pacing lead impedance (pli) noted on the left ventricular (lv) lead. The vector was changed, and the impedance returned to an acceptable value. The patient was stable with no consequences and will continue to be monitored.